Event description:
It was reported the patient presented with a right ventricular lead that exhibited an increase in capture threshold and increased pacing and defibrillation impedance. An x-ray was performed and showed evidence of lead dislodgement due to twiddler's syndrome. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were high capture threshold, high defibrillation lead impedance, high pacing lead impedance and lead dislodgment due to twiddler¿s syndrome. As received, only the connector portion of the lead was returned in one piece. The reported events of high capture threshold high defibrillation lead impedance and high pacing lead impedance were not confirmed. Electrical testing and x-ray examination of this returned portion did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for the cut end which is consistent with procedural damage. Because the lead was returned incomplete, the helix mechanism/extension length test could not be performed.